Event description:
It was further reported the patient had their system removed and was implanted with a new system. It was noted the patient is ¿getting good therapy¿. It was reported there were no malfunctions seen during the system explant/new implant procedure and the product will not be returned to the manufacturer as it was discarded by the hospital.

Event description:
It was reported, the patient experienced a loss of therapeutic effect and intermittent stimulation. The patient used therapy primarily for her legs and for ¿lunbar¿ pain. When the patient would lean forward she would not feel stimulation, but when she would return upright stimulation was ¿uber strong.¿ it was noted to be more positional than normal. It was also noted, the patient had two retrograde quad epidural leads that were not being used because, the patient did not like the way they felt (0-7). The antegrade leads (8-15) were for her legs, and the patient was currently using them and felt stimulation. It was reported this had been occurring for about a year. The patient was not certain if it was gradual or an abrupt change. There were no reports of trauma and the patient did not report to be active. It was noted she used stimulation 24 hours per day. Impedance readings for most combinations were greater than 3,600 ohms. With 5 as a reference, 6 was 2550 ohms and 7 was 828 ohms. Everything 8-15 was greater than 3,600 ohms. It was noted that many combinations were activated and the patient did not feel stimulation in an upright position. The patient presented on the date of report with electrodes 8 and 10 included in her programming, both which measured greater than 3,600 ohms. Therapy measurement was reported as .129 ma and the patient felt this at times. Additional information received reported no x-ray was taken, only impedance measurements were checked. It was undetermined if any leads were fractured. The patient was scheduled to have the leads and generator replaced on (B)(6) 2013.

Manufacturer narrative:
Product ID 3891 lot# j0428177v, implanted: 2006 (B)(6); product type lead product ID 389156 lot# j0428177v, implanted: 2006 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 389056 lot# j0421446v, implanted: 2006 (B)(6); product type lead product ID 389056 lot# v005509, implanted: 2006 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 389156 lot# j0428177v, implanted: 2006 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2006 (B)(6); product type recharger. (B)(4).